Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra valve was implanted in the aortic position using a 26mm commander delivery system with an additional 1cc of volume. The patient had a calcified sinotubular junction (stj). During valve deployment, the balloon ruptured after all volume in the delivery system balloon was given. The delivery system was pulled back into the sheath. The devices were removed as a unit. A new sheath was inserted. The valve was assessed, and the physician was satisfied with the results. Hemostasis was obtained successfully in the groin access site. No harm was done to the patient. The patient was stable and discharged the next day.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: additional code added to h6 component code, corrected h6 health effect-impact code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The balloon burst reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided for review and the following was observed: calcification present in the stj, calcification present in the landing zone, calcification and tortuosity present in the access vessels, and calcification present in the abdominal aorta. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was unable to be confirmed. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.